Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. A revision surgery was performed, during which the physician confirmed that the recurrent incontinence was secondary to urethral erosion, which the physician suspected was associated with the cuff. The device was explanted. There were no further patient complications.